Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call customer was experiencing blood glucose levels of 400 mg/dl the customer treated high blood glucose values with a manual injection. Customer's husband decline to troubleshoot the insulin pump. No further details given. The insulin pump will not be returned for analysis.